Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. However, it was noted that the visual summary analysis of the lead indicated apparent explant damage and stretching of the lead. The segments received were noted as a proximal portion measuring 32 cm and a distal portion measuring 32 cm.

Event description:
It was reported the rv lead was capped during a device changeout procedure where the device shorted out during dft testing. A lead impedance on 20 ohms was seen. The thought was that the lead insulation had worn and caused a short circuit. Previously oversensing and noise were reported on the pace/sense portion of the lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.